Event description:
The patient reports their op5 personal diabetes manager (pdm) has a white fluid coming from it.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received or additional information, a supplemental report will be submitted with the investigation results. We cannot confirm the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. It is unknown at this time if the pdm has been exposed to water or any fluids. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.2-p001, cloud - operating system n5004l-am-q-mv01602-06-01.06, cloud - hardware n5004l, cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.